Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The technical service representative (tsr) explained the alarm to the home patient (hp).the hp stated that she got up to use the bathroom and disconnected but doesn't remember if she hit stop. The tsr advised the hp to start over with new supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up with the hp's nurse, she said that they had not been notified, and there was no patient injury or intervention that they were aware of. The writer recommended retraining and review of proper disconnect procedures. No patient injury or medical intervention was reported.